Event description:
Device diagnostic testing at office visit reulted in high lead empedance reading (dc-dc code 7 and limit), indicating possible device malfucntion. The patient has expereinced a recent increase in seizure activity, which is an expected result in the absence of optimal vns therapy due to high lead impedance condition. Device diagnostic testing at previous office visit approximately three months earlier was within normal limits, indicating proper device function at that time. Based on known device settings, generator battery end of life is not a likely cause of the high lead impedance test result. The patient had not experienced any recent injury or trauma that may have damaged the the vns therapy system. Review of x-rays by manufacturer did not reveal any obvious discontinuities in the vns therapy system; however, a small portion of the lead lies behind the generator and could therefore not be visualized. Placement of the device and strain relief appears normal and adequate. Three tie-downs were noted, indicating that the device was properly anchored. The lead connector pin appeared to be fully inserted past the generator connector block, indicating proper lead/generator connection. Lead break is suspected. Revision surgery is likely. No serious injury was reported in conjunction with the high lead impedance condition.